Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that none of the buttons on the keypad were responding. Customer also reported hearing a beeping sound coming from the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 200 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had minor scratched lcd window and cracked display window corner.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).